Event description:
Study event. Device malfunction: none. Symptoms/ae: death. Time of symptoms: after procedure. It was reported that two days post an uneventful right internal carotid artery angioplasty and stenting procedure, the patient was readmitted to the hospital after displaying mental changes, hypotension and tachycardia. The patient was diagnosed with an acute myocardial infarction (mi) and an acute right hemispheric stroke. The patient was treated with dopamine, intravenous fluids, and blood transfusions. A cardiac catheterization was performed which showed extensive coronary artery disease as well as poor cardiac function. The patient was later intubated due to respiratory failure possibly related to congestive heart failure. On the same day of rehospitalization, the patient was made a do not resusitate by the family and she expired later that day. The physician feels that the death is related to the mi. Although requested, there is no additional information available.

Manufacturer narrative:
The device remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.